Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a stenotic, non-subcutaneous, and occlusive-calcified lesion in the left renal artery. A 7.0x15mm herculink elite balloon expandable stent system (bess) was advanced; however, the stent met resistance with the lesion and the strut was lifted. The bess was being removed but resistance with the guide catheter was felt. The bess could not exit through the guide catheter and they had to be removed as a unit. The procedure was successfully completed with an unspecified abbott device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the information provided, the reported difficulties appear to be due to circumstances of the procedure. The difficulty encountered during advancement was likely due to interaction with the anatomy. Additionally, it is likely that during the attempt to cross the lesion, the stent strut became lifted resulting in difficulty removing back through the guide catheter. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
A visual, dimensional, and functional analysis was performed on the returned unit. The reported material deformation and difficulty removing were confirmed. The failure to advance was not confirmed as it was related to procedural circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the information provided, the reported difficulties appear to be due to circumstances of the procedure. The difficulty encountered during advancement was likely due to interaction with the anatomy. Additionally, it is likely that during the attempt to cross the lesion, the stent strut became lifted resulting in difficulty removing back through the guide catheter and rotating hemostatic valve. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: device available for eval was updated from no to yes. H3: device returned to manufacturer and device evaluated by manufacturer updated from no to yes. H6: code 4114 device not returned was removed and code 10 testing of actual/ suspected device was added. Code 515 stent was also added.